Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 146 mg/dl at the time of the call. The customer was given glucose tablets to treat. The caller thought the lows were caused by the recalled sets, but realized they were not using those sets. The caller believes the pump was over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also had a low of 25 mg/dl on (B)(6) 2017. The insulin pump will be returned for analysis.